Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not care to have the system replaced. It had served its purpose. The patient had some pain but it was not debilitating. The device worked for 10 years. The patient was able to be mobile, was not confined, and was able to walk around albeit with some pain. There were no steps taken to resolve the stimulator taking longer to charge, the return of pain, or the eri. The issue had been resolved somewhat as the patient was ok. Regarding the alzheimer¿s diagnosis and whether it was thought to be related, the patient stated that these were not comments given. At (B)(6) it seemed to be a normal consequence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. The patient reported that he charged he didn¿t get a full charge and system was not able to complete what needed to do to keep decent time lapse on how long it would last. The patient reported that it was slow when he charged. The patient reported that he was not aware of any codes on the programmer or recharger. The patient reported that he would call back when equipment was present for troubleshooting. Additional information was received from the patient. The patient reported that he was unable to charge the ins, did not full charge and it took a long time to charge. The patient reported that they could obtain full recharge coupling on the first attempt and the recharger showed the ins charge sufficient screen. The patient also reported an elective replacement indicator (eri) code. The patient reported a return of target pain. The patient reported that he hadn¿t used the ins for some time. It was noted that there was no clear explanation as to if the return of pain was due to not using the ins because the patient had the onset of alzheimer¿s disease. No further complications anticipated.